Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In the last 2 months, the patient experienced a strongly visible facial stimulation with the device that required an important reduction in volume of her audio-processor or in the worst cases to switch it off. The patient, implanted at (B)(6), didn't have really good performance due to late implantation and due to the reduced number of activated channels. She always experienced a strong facial stimulation during the fitting and generally just a milder one when she heard with her audio-processor, this became stronger over time. It wasn't possible to reduce the charge because she needed it to have a sufficient sensation of the loudness.

Manufacturer narrative:
According to the received information, the patient was explanted due to facial nerve stimulation, which is a known side effect of ci implantation. In addition, the patient's anatomical condition might have contributed to the experienced symptoms and several channels, where the patient had no auditory perception, were disabled. Furthermore, a damage to the active electrode seems likely, as two channels were involved in a short circuit; however, the cause for it could not be determined as the device has not been returned for investigation. The explanted device will reportedly not be made available in the near future. This is a final report.

Event description:
Since (B)(6) 2016, the patient experienced a strongly visible facial stimulation with the device that required an important reduction in volume of her audio-processor or in the worst cases to switch it off. The patient, implanted at (B)(6), had no really good performance due to late implantation and reduced number of activated channels. She always experienced a strong facial stimulation during the fitting and generally just a milder one when using the audio-processor; this became stronger over time. It was not possible to reduce the charge because she needed it to have a sufficient sensation of the loudness. The patient was re-implanted. The device will be held in the clinic for the next 5 years and therefore is not available to be investigated.